Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer¿s representative (rep), which was confirmed by the healthcare provider (hcp), reported to attempt to resolve the patient¿s symptoms the clinicians attempted multiple programming parameter changes, but the patient¿s new tremor phenotype didn¿t resolve. The hcp was looking to speak with someone to better understand possible device interactions. No further complications were anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was implanted with a neurostimulator (ins) for movement disorders. It was reported that the patient had developed a different tremor phenotype and claimed that the onset of the changes were after a cardio version procedure. The device was interrogated, and electrical integrity had been checked, and found sound. Reprogramming the dbs system had been unsuccessful in reducing the new phenotype of tremors. The issue was not resolved. There were no further complications reported.